Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, a cartridge alarm 25 (removed cartridge alarm) occurred. The customer did not believe that the cartridge was removed. The customer's blood glucose (bg) level was 600 mg/dl with low to middle ketones levels and the customer attempted to address bg level with boluses via the pump. Reportedly, the customer went to the emergency room (ER) with diabetic ketoacidosis symptoms and was treated with a manual injection, fluids, and benadryl. The customer left the ER with a bg level of 130 mg/dl. It was reported that the customer fell asleep after the ER visit and the customer's bg level lowered to 58 mg/dl after the large manual injection administered in the ER. The customer drank a fruit drink to address bg level.